Manufacturer narrative:
Findings: no unexpected blank display anomalies or off no power anomalies noted during testing. Unit received with cracked and bleeding lcd glass. Unable to perform displacement test, operating currents meas. And off no power test due to lcd physical damage. Cracked reservoir tube lip, scratches on reservoir tube window and multiple scratches on pump case.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was 75 mg/dl at the time of the incident. The customer stated that the insulin pump was caught between the car door. The customer stated that the insulin pump was not functioning. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.